Event description:
Customer reported a malfunction alarm that occurred on their device, identified as malfunction 0-0x2057, which prevented access to the pump. There was no reported impact to the customer¿s blood glucose level as information about the blood glucose value was not provided. To address the issue, the pump was turned off and on in an attempt to reset it, but the malfunction persisted. Consequently, the device is set to be returned, and the customer is expected to receive a replacement pump.